Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed due to lead dislodgement during follow-up in clinic. The lead was successfully explanted and replaced. Patient condition was fine before, during, and after the procedure.